Event description:
It was reported that the user positioned the embolization coil within a renal aneurysm. Multiple attempts to detach the coil were unsuccessful. The coil was contained within the aneurysm. The coil could not be retracted within or removed with the microcatheter. The user torqued the delivery pusher to detach the implant from the delivery system. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: no evaluation has been performed as the sample has not been returned.